Manufacturer narrative:
Approximate age of device - 4 years, 6 months. Device evaluation: the pump remains in use supporting the patient. Approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. Visual examination revealed multiple tears to the outer jacket, starting from approximately 1.5 inches from the system controller metal connector, that had been repaired with tape. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding showed approximately 13 inches of breakdown starting from the metal connector. Examination of the underlying wires did not reveal any insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. Low speed operation and pump stoppage events were confirmed based on the data contained in the submitted log file. These events occurred while the system was operating on the power module. The submitted x-ray images showed signs of potential shielding breakdown consistent with the findings above of the returned portion on the driveline. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that interrogation of the patient's system controller showed pump stoppage events in the history file which had occurred while the lvad system was connected to a tethered power source via a power module patient cable. The patient was reportedly asymptomatic. Review of the log file submitted to the manufacturer's technical services for analysis revealed low speed operation, pump off, low flow, and driveline disconnected events. These events occurred while connected to the grounded power module patient cable. The submitted x ray images showed a possible area of shield breakdown on the external portion of the percutaneous lead (driveline). On 28aug2018, the manufacturer's technical services representatives presented onsite for evaluation of the patient's driveline. The entire external portion of the driveline was replaced with no issues. It was reported that no further alarms occurred after the replacement even with the use of a grounded power module patient cable. The patient would be monitored then discharged home if no more alarms occurred. No additional information was provided.